Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to foreign matter which resulted in the nozzle clogging, the additional evaluation findings are as follows: bending section cover (a-rubber) had a scratch, water tightness was lost due to a pinhole on a-rubber, bending angle in up direction did not meet the standard value due to wear of angle wire, the play of up/down knob was out of the standard value due to wear of angle wire, adhesive on a-rubber had a chip, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, water removal ability did not meet the standard value due to clogging of the nozzle, light guide (lg) lens had a crack, image guide protector had a scratch, objective lens had a scratch, adhesives around objective lens had white-clouded area, adhesives around lg lens had white-clouded area, and connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had defects along the bending tube sheath. There was no delay in the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter observed which resulted in the nozzle clogging. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus for evaluation. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no reports of patient harm. This medical device report is being submitted to capture the reportable malfunction found during evaluation.